Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 6 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "the tubes are overfilling. The citrate tubes are overfilling, past the stopper. The issue has occurred over the past few weeks. There were no erroneous results. Tubes are being drawn with a strait needle."